Manufacturer narrative:
The explant analysis stated the devices were returned to w. L. Gore & associates for investigation. Submitted unfixed were two gore® excluder® aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk) and one contralateral leg endoprosthesis (cl). The devices arrived in an overlapping configuration. The lumina of the devices were widely patent. The luminal and abluminal device surfaces were generally devoid of tissue except for scattered plaques of friable red/brown material consistent with dried blood. Histopathological examination was not performed due to the paucity of adherent tissue and lack of fixation. The devices were subjected to an enzymatic digestion process to remove biologic debris. Following digestion the devices were examined for material disruptions with the aid of a stereomicroscope. Material disruptions identified were consistent with handling by surgical instrumentation (e.g., forceps, clamps) during the explant procedure. No wear related disruptions were identified.

Manufacturer narrative:
An explant analysis is currently in progress.

Manufacturer narrative:
(B)(4). Concomitant products: rosen wire 260cm, aquatrack wire, 5mmx40mm pta balloon, 8fr cook sheath 90cm, bern catheter 5fr, glidewire, coda balloon, amplatz wire 260cm, calibrated pigtail, dry seal sheaths - 18fr & 12fr. Gore® viabahn® vbx balloon expandable endoprosthesis. A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma and surgical conversion.

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient was undergoing am abdominal aortic aneurysm repair with gore® excluder® aaa endoprostheses and a gore® viabahn® vbx balloon expandable endoprosthesis. Access was obtained via an 18fr gore® dryseal sheath on the right and a 12fr gore® dryseal sheath on the left. The left renal artery was successfully treated with a gore® viabahn® vbx balloon expandable endoprosthesis in a chimney technique. Then the trunk-ipsilateral leg component of the gore® excluder® aaa endoprosthesis was advanced and deployed. The contralateral gate of the trunk-ipsilateral leg component was cannulated and extended with a gore® excluder® aaa contralateral leg endoprosthesis. The ipsilateral leg of the trunk-ipsilateral leg component was then deployed. A final angiographic run showed a type I endoleak. It was decided the aortic neck and renal stent would be ballooned simultaneously. Coda balloons were utilized. Upon inflation of both balloons, aortic rupture was seen angiographically in the aortic neck at the proximal end of the trunk-ipsilateral leg component of the gore® excluder® aaa endoprosthesis. A coda balloon was inflated to stabilize the patient and a conversion to open repair with removal of the gore® excluder® aaa endoprostheses and gore® viabahn® vbx balloon expandable endoprosthesis. The patient was transferred to the ICU and multi-organ failure ensued. On (B)(6) 2017 the patient expired.